Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and blood pressure on unknown date. Blood glucose reading was 43 mg/dl at time of incident and treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was unsure if auto mode was used. Customer declined troubleshooting. The insulin pump will not be returned for analysis.